Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that their infusion sets had bent cannulas. The customer stated they hurt during insertion. The customer's blood glucose would sometimes go over 400 mg/dl. Customer declined troubleshooting for high blood glucose readings and bent cannula. Customer was advised the infusion set will be replaced. The insulin pump will not be returned for analysis.